Event description:
One month after deep brain stimulator replacement, impedances greater than 4000 ohms were noted on some bipolar pairs. The patient experienced a lack of therapeutic effect. The patient had a urinary tract infection which may have added to her rigidity. The patient was seen by a field representative. The amplitude was programmed to 2 volts. The patient was seen 2 days later by her hcp who stated she was doing better. The impedance was 1283 ohms later. The hcp did not plan to explant the device. A follow-up report will be submitted if additional information becomes available.